Event description:
The patient contacted (B)(4) regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The patient reported that the atomizer failed to produce an aerosol mist to alleviate an asthma exacerbation. Multiple attempts were made to reach the customer via telephone; however, all attempts were unsuccessful at the time of this medwatch submission.

Manufacturer narrative:
An investigation of the returned device was conducted and concluded that the root cause of this complaint is caused by drop of or external force after using. An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable.